Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050702 captures the reportable event of device failure to cut. Device evaluation: the device did not return for analysis; therefore, a technical analysis could not be performed. A review of the device history records (DHR) and a ship history review could not be completed because the ship history did not display results. Based on the event description and information provided by the customer there is not enough evidence to determine was due to the physicians technique during the procedure or was related to a device malfunction, the definitive cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on all gathered information, the probable cause selected is cause not established.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used in a procedure. During the procedure, the physician attempted to cold cut the polyp; however, this was difficult, as the loop appeared not to be sharp enough. The initial cut was successful, but during subsequent resections, the loop grated as it opened. It is unknown if the procedure was completed, and regarding which device was used to finish it. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050702 captures the reportable event of device failure to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used in a procedure. During the procedure, the physician attempted to cold cut the polyp. But this was difficult as the loop appeared not to be sharp enough. The initial cut was successful, but during subsequent resections, the loop grated as it opened. It is unknown if the procedure was completed, and regarding which device was used to finish it. There were no patient complications reported as a result of this event.